Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 127 mg/dl. The customer state the buttons may have been held longer than three minutes. The insulin pump will be returned back for analysis.